Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and uterine prolapse. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("uti") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved and the uterine leiomyoma and hypersensitivity outcome was unknown. The reporter considered dysmenorrhoea, hypersensitivity, menorrhagia, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2006: essure confirmation test (unspecified) conducted, but no results were provided.; in (B)(6) 2007: essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and uterine prolapse. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal hemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("uti") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, menorrhagia, vaginal hemorrhage and urinary tract infection had resolved and the uterine leiomyoma and hypersensitivity outcome was unknown. The reporter considered dysmenorrhoea, hypersensitivity, menorrhagia, urinary tract infection, uterine leiomyoma and vaginal hemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2006: essure confirmation test (unspecified) conducted, but no results were provided.; in (B)(6) 2007: essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: pfs received. Lab data added. Event allergic or hypersensitivity added. Event outcome were updated. Removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and uterine prolapse. Concurrent conditions included blood pressure high, aneurysm repair and ovarian cyst. Concomitant products included propranolol. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/with clot"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("uti") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity"), rash ("rash all over body") and scar ("scar"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/dnc). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage and urinary tract infection had resolved and the uterine leiomyoma, hypersensitivity, rash and scar outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding, hypersensitivity, rash, scar, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date(s) of removal: (B)(6) 2016 (per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - in 2006: essure confirmation test (unspecified) conducted, but no results were provided.; in (B)(6) 2007: essure confirmation test. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pfs received. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and uterine prolapse. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("uti"). On an unknown date, the patient was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, urinary tract infection and uterine leiomyoma outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered dysmenorrhoea, menorrhagia, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure in 2006: essure confirmation test (unspecified) conducted, but no results were provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs and mr received: case became valid and serious incident. Previously reported event "injury" updated to "abnormal bleeding (vaginal)", events- "abnormal bleeding (menorrhagia), uti, dysmenorrhea (cramping), fibroids", reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and menorrhagia ('abnormal bleeding (menorrhagia)/with clot') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and uterine prolapse. Concurrent conditions included blood pressure high, aneurysm repair and ovarian cyst. Concomitant products included propranolol. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("uti") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity"), rash ("rash all over body") and scar ("scar"). The patient was treated with surgery (d and c in (B)(6) 2015 and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved and the uterine leiomyoma, hypersensitivity, rash and scar outcome was unknown. The reporter considered dysmenorrhoea, hypersensitivity, menorrhagia, rash, scar, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: essure confirmation test (unspecified) conducted, but no results were provided.; in (B)(6) 2007: essure confirmation test. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: pfs received. Reporters information were added. Event:rash all over body and scar were added. Medical history , concomitant drug and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.